Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the power supply circuit board failure or the image processing circuit board failure or the lcd panel failure of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not be returned to omsc for evaluation, the exact cause of the reported event could not be conclusively determined yet. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not power up at the unspecified timing. There was no report of patient injury associated with this event. It was not provided the other detailed information.